Event description:
Explode. Two hot packs exploded in radiology while they were activated. It did get into the customer's right eye, nose and mouth. Not the ears. Her chest, arms and face were covered with the chemical. She sustained a chemical burn of the right conjunctiva; corneal abrasion. She went to the e.r. Instead of corporate health as this happened on a saturday and corporate health was not open. The e.r. Did an eye exam and a one hour eye irrigation. She was then sent home with polytrim drops to the eye. She had to followup with ophthalmology at nmh in 2008. She has noted some slight discomfort to that eye at times. She will be seeing her ophthalmologist for a routine exam.

Manufacturer narrative:
The actual sample involved in the incident was received for evaluation and the reported issue was confirmed. The most likely cause for the reported issue was a machine failure and the defective product should have been found during the packaging process in order to prevent this type of report. The manufacturing facilities quality systems mandate suitable in-process controls to measure seal integrity of representative samples. Samples are tested at predetermined locations to best gauge seal integrity. All lots released by the quality unit meet predetermined release criteria. The DHR for lot v8n083 was investigated. No issues were documented during manufacture.